Event description:
During elective surgical procedure to repair mitral valve, unexplained decrease in bypass machine pump flow near the end of the procedure, resulting in a period of hypofusion. Emergency procedures implemented. Patient was successfully weaned from the bypass machine and transferred to ICU on a ventilator. Neurologic outcome uncertain at this time. Medtronic cardiac bypass tubing set. Date of use: 2007, event reappeared after reintroduction? #1 no, #2 no.